Event description:
It was reported that shaft break occurred. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation. During the used of the balloon, the physician felt that the connection between the operating rod and the balloon catheter was about to be fractured. The balloon was immediately removed, and the device was completely fractured after removal. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone number: (B)(6). Corrected the following fields: b5: describe event or problem, h6: device codes (1) updated the following fields: e1: initial reporter title, first name, last name, e2: health professional, e3: occupation, evaluation conclusion codes (1).

Event description:
It was reported that shaft break occurred. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation. During the used of the balloon, the physician felt that the connection between the operating rod and the balloon catheter was about to be fractured. The balloon was immediately removed, and the device was completely fractured after removal. No patient complications were reported. It was further reported that a balloon detachment occurred, contrary to the initial report. The balloon was detached outside the patient's body, which did not affect the patient or the progress of the procedure. The patient was in good condition post-procedure.